Event description:
Had mesh tape put in for bladder suspension. A month and a half later had to have a second surgery to have mesh removed from my bladder. Horrible experience. Still have some pain in my bladder and still have incontinence. Did not help at all with a few other things also would never recommend this surgery to any one. Way too risky.